Event description:
The handpiece head overheated abnormally during a filling procedure on teeth numbers 3, 4, 5, 28, 30, and the patient received a thermal burn injury to their inner cheek mucosa. No medical treatment was required the time of the injury. The patient has had a follow up visit after the incident and is reported to have healed normally without need for additional medical treatment. The end-user declined to provide patient information.